Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for physical evaluation. However, there were two photographs provided for review. Both photographs show the area where the header is threaded onto the housing, but from slightly different angles. In the photos blood is visible in the threads of the header cap. On the section of the header cap that is visible, there does not appear to be any cracks. The reported issue is confirmed. Probable causes for this issue include potential causes of header leaks include be damage to the threads, cracked header caps, and pu build up on the threads causing torque not to be met, a pu sliver under the o-ring, or a damaged o-ring. It is unknown what caused the leak. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinical care advisor reported to fresenius that a dialyzer blood leak occurred during the patient's treatment. The reported issue occurred approximately 10 minutes after treatment initiation on the fresenius 5008 machine. The blood leak was external. The nurse visually observed blood streaking along the entire length of the dialyzer originating from the arterial cap. The arterial blood inlet tubing was intact. Possible cracks at the level of the cap were suspected. The patient's estimated blood loss (ebl) was approximately 310 ml. No serious injury or required medical intervention resulted from the reported issue. It was stated the bloodlines were discarded and treatment continued on a different machine with a new dialyzer. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinical care advisor reported to fresenius that a dialyzer blood leak occurred during the patient's treatment. The reported issue occurred approximately 10 minutes after treatment initiation on the fresenius 5008 machine. The blood leak was external. The nurse visually observed blood streaking along the entire length of the dialyzer originating from the arterial cap. The arterial blood inlet tubing was intact. Possible cracks at the level of the cap were suspected. The patient's estimated blood loss (ebl) was approximately 300 ml. No serious injury or required medical intervention resulted from the reported issue. It was stated the bloodlines were discarded and treatment continued on a different machine. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A clinical care advisor reported to fresenius that a dialyzer blood leak occurred during the patient's treatment. The reported issue occurred approximately 10 minutes after treatment initiation on the fresenius 5008 machine. The blood leak was external. The nurse visually observed blood streaking along the entire length of the dialyzer originating from the arterial cap. The arterial blood inlet tubing was intact. Possible cracks at the level of the cap were suspected. The patient's estimated blood loss (ebl) was approximately 310 ml. No serious injury or required medical intervention resulted from the reported issue. It was stated the bloodlines were discarded and treatment continued on a different machine with a new dialyzer. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: a1 (patient identifier), b5 (event description), e1 (initial reporter) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.